Event description:
It was reported that the patient collapsed one day post lead implant. Interrogation of the device noted the atrial lead was found to be pacing the ventricle. The patient was returned to the catheterization lab where fluoroscopy confirmed the lead had displaced. During attempt to reposition the lead into the atrium, the helix was unable to be retracted. The lead was removed and replaced. Afterextraction the lead was tested and despite eleven rotations, the helix remained extended until it "suddenly jumped back in". No injury or adverse event was reported as a result of the collapse.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: (B)(4). The full lead was returned, analyzed and no anomalies were found. It was noted the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth.

Event description:
It was reported that the patient collapsed one day post lead implant. Interrogation of the device noted the atrial lead was found to be pacing the ventricle. The patient was returned to the catheterization lab where fluoroscopy confirmed the lead had displaced. During attempt to reposition the lead into the atrium, the helix was unable to be retracted. The lead was removed and replaced. After extraction the lead was tested and despite eleven rotations, the helix remained extended until it "suddenly jumped back in". No injury or adverse event was reported as a result of the collapse. 2013-03-22 the lead has been returned to the manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.